Event description:
The customer reported that following a ptca procedure, a vasoseal vhd kit size 4 was deployed. Post deployment the pt developed a large hematoma in the left groin and thigh. The pt rec'd a transfusion. No further complications were reported.